Event description:
Neonatal resuscitation following emergency c-section delivery as a result of 100% abruptio. Fetus pre-term. During resuscitation efforts, the neopuff tubing was found to be completely collapsed and twisted, barring effective respiratory resuscitation efforts. Apgars at 1 minute- hr 1, effort 0 tone 0, grimace 0, color 0. During root cause analysis, it was reported that one of the clinicians that was assisting with ventilations had pulled on the t-piece tubing in an attempt to remove it from the rest of the tubing. The defect appears to be a user induced defect secondary to attempting to remove the t-piece from the tubing. The clinicians continued resuscitation attempts and were able to verify ventilation efforts by using the neo-natal ventilator positive pressure indicator and auscultation. The team's opinion is that this did not contribute to the outcome.